Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent system was used to treat a mildly tortuous and moderately calcified lesion located in the lad. The lesion exhibited 90% stenosis. There were no abnormalities in relation to the anatomy. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that the device was slow to deflate at the lesion site. Deflation after implantation of the stent was delayed and st segment was elevated temporarily. The patient is alive with no injury.

Manufacturer narrative:
No difficulties were noted when removing the protective sheath and packaging stylette from the device. The device was moved somewhat back and forth in the lesion. There was no inflation difficulty. Deflation slowed down from the first inflation, then the device was pulled back and inflation was performd again. The deflation was also slow at that time. Deflation took10 seconds for both the first and second times. No intervention was required to remove the delivery system. 50/50 contrast/saline was used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: crystallized residue was visible in the balloon and inflation lumen. There was no stretching evident to the balloon bond. The delivery system was placed in the waterbath in order to disperse the residue to aid inflation. The balloon was inflated to nominal pressure of 12 atm with no issues noted. The balloon deflated in 6s with the spec being = 30s with no issues noted. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.